Event description:
It was reported by the patient that the patient expressed concern that the device was not working post surgical complications. It was further reported by the patient that the device was shut off due to dislodged leads. It was further reported by the patient that the patient was shocked multiple times and taken to the hospital. It was confirmed by the physician that the atrial lead dislodged and the device was reprogrammed to vvi mode. The patient subsequently received multiple shocks and the device was reprogrammed to prevent shocks for premature atrial contractions. The atrial lead is still implanted and remains in vvi mode. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.